Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the customer¿s sensor had an unexpected suspend. The customer¿s blood glucose was unknown the time of the incident. Customer was wondering if there was a setting to alert you when you enter low blood sugar levels. No further information was available. No troubleshooting was performed. Nothing was returned or shipped.